Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was received, and no other components were returned. Visual inspection revealed that a blood like substance was noted on the collagen enclosed within the carrier tube. The bypass tube was not returned. The deployment sleeve of the device was in forward position and the colored bands were not exposed. No other anomalies observed on the carrier tube assembly. Functional testing was not possible due to expanded collagen. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.080'' which was within the specification of 0.080" +/- 0.005. Measurement was within the manufacturing specifications. The complaint can be confirmed for assembly difficulty of sheath and carrier tube assembly. Based on the returned device, it is likely that the bypass tube was lost while attempting to advance the carrier tube through the sheath hub. The functional testing was unable to be completed as the collagen has already expanded upon contact with blood like substance. Dimensional testing of the carrier tube was within specification. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00170.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath after the locator and guidewire were withdrawn, the angio-seal device was caught and could not be inserted in the insertion sheath. The device was then withdrawn and successfully removed, and another device was used to continue the procedure. However, the same incident was occurred in the second device. The device was withdrawn, and successfully removed and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician commented that the patient was quite obese and wondered the causality of the incident with the obesity. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. Whether the puncture site was proximal or distal to the inguinal ligament of the right common femoral artery was unknown. The vessel diameter was unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.